Event description:
The user facility reported an impella cp was implanted in a 60-year-old female patient for mechanical circulatory support. It was reported, while moving the patient, the impella alarmed continuous suction alarms. As a result of the noted issue, p-levels were reduced to p-2 to resolve the alarms. Additionally, echocardiogram results found the impella was in the papillary muscle. Multiple attempts were made to manipulate the impella back to the mid-ventricular space without success. The patient's condition had improved significantly, so the physician decided for patient to remain on support at the max p level that would not cause suction alarms until successfully weaned.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
Us complainant reported that prior to being placed on impella cp support, the patient was admitted for orthopnea. During an xray, while moving the patient, the impella alarmed continuous suction alarms. P-levels were reduced to p-2 to finally resolve the alarms. Echocardiogram results found the impella was in the papillary muscle. Multiple attempts were made to manipulate the impella back to the mid-ventricular space without success. Because the patient's condition had improved significantly; the physician made the decision to keep patient on max impella support without causing suction and to continue to wean from the pump, pressors and lasix as tolerated.

Manufacturer narrative:
The investigation for the low pump flow issue has been completed. No product was returned. Upon reviewing the data logs, multiple suction alarms were noticed which were resolved with the reduction in the p - level. Also, during the start of the case impella flow reduced alarms were noted even though the p - level was 9. There were no spikes in the motor current and the motor current was in good agreement with the p - level. The root cause of the low pump flow could not be determined due to insufficient clinical details.